Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint iw910jeu baby control mobile infant warmer from the medical center. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A medical center in (B)(6) reported that the warmer head of an iw910jeu baby control mobile infant warmer was cracked and requested to be serviced.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head and controller assemblies of the subject iw910jeu baby control mobile infant warmer was returned to fisher & paykel healthcare (fph) service center in (B)(4). It was visually inspected, repaired, and performance tested, as per infant warmer product technical manual, by a qualified fph service engineer. The heating element of the warmer head assembly was also returned to fph in (B)(4) for further inspection. Our analysis is accordingly based on the service report and photographs provided by fph service center, and the results of investigation conducted at fph in (B)(4). Results: the electrical resistance of the returned heating element was within specification; however, a cracked was observed on one of the insulation rings. Photographs showed that the dome of the warmer head assembly was cracked and crazed. Plastic chipping was also evident on the control panel. The embossed button of the panel fascia was also crazed and had multiple cracks. A lot check revealed no other complaints of this nature for lot number 041012. Conclusion: it is likely that the cracking, crazing, and plastic chipping observed on the warmer head and controller assemblies are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. The repaired warmer head and controller assemblies were returned to the medical center after it passed the performance and electrical safety tests specified in the infant warmer product technical manual.

Event description:
A medical center in (B)(6) reported that the warmer head of an iw910jeu baby control mobile infant warmer was cracked and requested to be serviced.